Manufacturer narrative:
Insulin pump passed the displacement. Pump received with broken reservoir tube lip and missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a broken lip ring as well as a missing o ring. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the reservoir was able to lock in place when inserted into pump. The insulin pump will be returned for analysis.